Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that a keloid had developed in the parkinson¿s disease patient¿s device pocket. It was noted that while the device could be ¿used as usual,¿ the ins was scheduled to be explanted as a result of the issue. It was ¿unknown¿ whether any potential external factors had contributed to the event. It was noted the hcp believed the issue to be ¿not serious¿ in nature. The issue remained unresolved at the time of report; the patient was to undergo ¿electron therapy¿ following the replacement of the device.